Event description:
Complete wear through the tibial poly. Lack of ingrowth to tibial baseplate. Wear through of patella poly and scarring to femur. Removed all components and replaced with posterior stabilized knee.